Event description:
It was reported by rep the device was opened for a laparoscopically assisted vaginal hysterectomy. It was reported by the scrub opened trocar kit fda37 to find one of the trocar cannulas to be malformed. A new kit was opened to complete the case. There was no consequence to the pt.